Manufacturer narrative:
Additional information: the device was inserted into patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an attempted deployment of an everflex entrust self expanding stent for treatment of a calcified lesion in the proximal right superficial femoral artery, vessel diameter 6 mm, the red locking pin at the bottom of the device did not have the leading tab attached when it was removed. A 6x45 non-medtronic sheath was used. It was also reported that when the red piece was removed to deploy the stent, there was no string/plastic section attached, and the physician was unsure whether the stent would roll and deploy. The device was never implanted and was safely removed from the patient. A new everflex entrust stent was used to complete the procedure without issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the device was returned with no red safety tab mechanism and with the stent enclosed, the device was identified as 80mm by the strain relief and the enclosed stent, the stent couldn¿t be deployed as the thumbwheel scroll didn¿t work. The device handle was opened, the tube assembly was observed to be adhered to the gold isolation sheath, and the pull cable was attached to the thumbwheel scroll, pulley wheel and device it was noted that the red lock pin tube assembly was stuck inside the handle while the hcp trying to remove the safety pin medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.